Event description:
It was reported that following a sling procedure performed by a different dr, the pt presented to the treating physician with complications. Upon examination, pus was noted coming from the incision site and pt was initially treated unsuccessfully with antibiotics. The treating physician then took the pt back to surgery and removed the implant. The removed tissue was discarded. No further complications have been reported and no add'l info is available per follow-up with the treating physician.

Manufacturer narrative:
No sample or lot number info was provided for eval. This product is mfg using a controlled and validated mfg process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Baseline report previously filed.